Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a nephrectomy procedure, the device did not cut from the beginning. Another opened to continue the procedure. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for no cut. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.